Event description:
During the preparation for a 23ga vitrectomy, the constellation machine gave a warning which said that the iop was low and the cassette needed to be reinserted. This was done three times, but the warning remained. A new pack was opened and used without incident.the patient was delayed from entering the or for about 15 minutes during this time.